Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached after two days of wear and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "dizziness, sweating", a seizure, and loss of consciousness. The customer was in contact with the healthcare provider who checked the glucose level but no treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.